Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) and would no longer hold a charge. It was also mentioned therapy was no longer adequate. The patient underwent an ipg replacement procedure. The explanted device was not returned per facility policy. Additional information was received that the patient is doing good postoperatively.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) and would no longer hold a charge. It was also mentioned therapy was no longer adequate. The patient underwent an ipg replacement procedure. The explanted device was not returned per facility policy.